Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that the femoral component being oversized. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer articular surface catalog # 00584202208 lot # 62812665 allegrettoâ®, femoral component, standard, cemented, 1 catalog # 49224400 lot # 2556091. Report source: (B)(6). Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-01427.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was revised due to pain. Attempt for further information has been made, but no further information has been provided.